Event description:
While doctor was suturing patients hand 3 different needles of the 4-0 chromic, broke in half. Doctor was able to retrieve all of the broken pieces without harm to the patient. Reference reports: mw5146830, mw5146832.